Event description:
On (B)(6) 2012, pt reported there was insulin inside the cartridge compartment of the infusion device because the adapter "was not in good shape." The adapter had not been changed per recommendation, and the o-ring on the adapter was damaged. She was not using the infusion device at the time of the report as she was waiting for supplies to be shipped, and she reported the cartridge compartment has dried out. No physiological effects were reported. The adapter, cartridge, and infusion set were discarded and will not be returned for evaluation. Pt was sent complimentary adapters and battery covers. Follow-up was completed with pt on (B)(4) 2012. She resumed infusion device therapy and had experienced no further concerns, and she did not require treatment from a health care professional or second party to address the issue.